Manufacturer narrative:
A biomedical engineer staff member of the user facility attempted to duplicate the identified issue, but was unsuccessful. Additionally, a certified midmark technician was sent to the user facility where he was also unable to duplicate the issue, and also verified the device was operating as intended.

Event description:
While in the lowest position (approximately 18 inches from the floor to the table top) the table moved unexpectedly in the up direction, causing a (B)(6) year old female patient to panic, jumping off the table without warning to the provider (aka unassisted), who was not in a position to be able to stop the patient, and breaking her arm.